Manufacturer narrative:
(B)(4). The pump passed the displacement test and the self-test. Trace pointers are invalid and post-reset ram crc alarm. Alarmed during power up due to improperly connected j6 connector. The connector was properly connected, powered on and monitored with no trace pointers are invalid and post-reset ram crc alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The blood glucose was unknown. The customer reported that they were able to successfully clear the alarm. The troubleshooting was performed. The customer reported that fill cannula was not recorded in daily history. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.